Manufacturer narrative:
(B)(4). The lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope at 10x magnification. It was observed cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the received condition, no additional testing could be performed. The manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. There are no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. Based on the manufacturing record review results the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was required. The lens was not implanted, it was inserted into eye and removed due to broken capsule on insertion. It was also reported that sutures were used. The account stated that two (2) sutures were available; however, it is unknown if one (1) or both were used. It was also reported that there was a delay; however, the length of the delay was not provided. The surgery was completed successfully on the same day with another lens.

Manufacturer narrative:
Age at time of event: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.